Event description:
It was reported that an m106 experienced a reset, stating that when the device was interrogated, the device showed it was disabled. It was stated that the device was switched back on but the patient was unable to tolerate settings, believed to be due to the patient's device being disabled for some time. Settings revealed the magnet output current and autostim output current were set the same. Diagnostics were within normal limits. No additional relevant information has been received to date.

Event description:
The programming history data for the device was analyzed and confirmed that a burst watchdog disablement had occurred. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. In this case the autostim output current mode was programmed equal to the magnet output current. Once the autostim output current was decreased to an output current less than the magnet mode output current, the vns pulse therapy was enabled. No additional relevant information has been received to date.